Event description:
Event was reported to (B)(4) by an attorney. The patient suffers pain, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, and other injuries as they become apparent. No further information has been provided.